Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer was taken to the hospital by the ambulance and treated for diabetic ketoacidosis. Customer attributes the high blood glucose to the infusion set being inserted wrong. The infusion set was discarded; no material is being returned for investigation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.